Manufacturer narrative:
Intuitive received the part associated with this complaint and failure analysis showed the instrument failed the clip test. Several attempts were made unsuccessfully to install a ligating clip on grips. Instrument was placed on xi system, but the ligation clip would fall off the clip applier grip tips when engaged on the system arm before it was advanced through the cannula. It was found that the clip would fall off during the last roll motion of the engagement test. No damage was found on the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument would not hold the clip. The procedure was completed with no reported injury.